Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that an apnea alarm did not sound at the central station. The device was in use monitoring patients. There was no patient incident noted.